Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 clamp tip was broken where the metal "hot" pad was separated from the other layer when out of box. Patient was on table, but device was not used on patient. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. There were no signs of blood on the device. Microscopic inspection showed the silicone insulation peeled from the cold jaw exposing the metal foundation. The peeled silicone remained attached to the jaw. The heater wire on the hot jaw was observed to be detached at the tip, flexed at the center and attached at the base. Based on the returned condition of the device and the evaluation results, the reported failure ¿material twisted/bent¿, and the analyzed failure "peeled jaw" were confirmed.

Manufacturer narrative:
Internal complaint # trackwise #: (B)(4). Autonumber #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 clamp tip was broken where the metal "hot" pad was separated from the other layer when out of box. Patient was on table, but device was not used on patient. A replacement device was used to complete the procedure.